Event description:
It was reported that the bd intima-ii¿ closed IV catheter system was found split when the needle was withdrawn after the failed puncture. The following information was provided by the initial reporter, translated from (B)(6) : "at 15:00 on (B)(6) 2021, the patient went to hospital because of pregnancy and required abortion. Before surgery, venous indwelling was performed according to the doctor's advice. At 15:10, the venous indwelling puncture failed, and the catheter tube split was found when the needle was withdrawn. A new closed vein indwelling needle was immediately replaced and the puncture was successful. This incident brought psychological harm to the patient, and no instruments were used together".

Manufacturer narrative:
Investigation summary: in response to the event reported, a device history review was conducted for lot number 0231174. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.